Manufacturer narrative:
Additional information was received on may 08, 2016, stating that the doctor has gone over the case with marks on the posterior surface. Reportedly, the doctor found alignment between the marks and the cartridge cannula. The doctor has not had any marks on previous lots. The doctor is loading the intraocular lenses (iols) himself and has put a few tiny marks on the edge of the optics while loading them in the cartridges. Reportedly, the iols mark very easily and the doctor plans to continue loading them under the microscope. The cartridges look different to the doctor with more feathered edges than before. (B)(4). Device evaluation: complaint device was not returned to the manufacturer for investigation. Therefore, reported complaint cannot be confirmed. The manufacturing records review and a search for the same/similar issue could not be performed since the device lot number is unknown. During manufacturing process, all cartridges are inspected and released according to specification. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the historical complaint review and labeling review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that noticeable marks across the optics were noted on 5 to 6 of the za9003 intraocular lens (iol). Physician initially suspected that this may have occurred due to the loading technique. Reportedly, he felt that the emerald cartridges, emerald c30 have changed where tip is not polished properly, ridged cuts on the tip and suspected that there is change in cartridge manufacturer or have a different way of manufacturing the product. Additional information received on january 22, 2016 stating that one more patient had the same issue. Additional information reported for patient 7 on january 22, 2016: straight forward case, 6/7.5 day one uncorrected, happy, smudge off axis on posterior iol surface noted in operating room at end of case. Physician suspected if the injector plunger causes the anterior iol marks. Customer has used same unfolders, usually nudge the lens into the capsular bag with the plunger, often making contact with the anterior surface of the iol near the optic center. Physician has been avoiding this contact in the past two weeks (which makes the delivery of the iol into the bag more awkward) and the third patient had a mark on the posterior surface. Physician was certain that this implant was not touched by forceps or any instrument in the location of this mark. This report is being filed to capture the event concerning patient 7 of 7. A separate report is being submitted for each cartridge/patient.